Event description:
Reporter stated the patient experienced hyperglycemia of 396 mg/dl in the morning on (B)(6) 2013. She changed the accessories, and she noticed the piston rod was blocked and insulin was not being delivered. She stated the infusion device did not correctly provide an e4 occlusion or e6 mechanical error. She did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested for evaluation.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy and the occlusion limits of the insulin pump was tested within the pump drive test on the diagnostic test system and meet the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. No e4/e6 were found in the history file. Because the criteria for e4/e6 were not met, the pump did not trigger an e4/e6.

Manufacturer narrative:
The event occurred in (B)(6).